Manufacturer narrative:
Complaint conclusion: as reported, six days after use of a 6f-12f mynx control venous vascular closure device (vcd) patient had a right limb infection and sealant extrusion on follow up appointment. The device was prepared and used per the instructions for use (IFU). There was one access site on the affected limb. A 11f non-cordis sheath was used. There were no other closure devices used on the affected limb. The packaging was opened in a sterile field. Sterile technique was followed. The patient was under local anesthesia during the procedure. The procedure was performed as inpatient by a physician. Time to ambulation post procedure was two hours. The access site was cleaned/maintained post-procedure with sterile gauze. An ultrasound was not performed prior to discharge. An ultrasound was not performed at the follow up. A culture was not performed. Other procedural details were requested but were not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Two images were submitted for review. The first image depicts the patient's right groin area, where a long, thin material is visibly protruding from the puncture site. Additionally, there is noticeable swelling around the puncture site. The second image appears to show the sealant, characterized as a gel-like substance with a reddish tint, placed on a napkin. No other issues were observed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the devices and the event. Without the return of the device for analysis and based on the nature of the complaint, the reported customer complaint of ¿infection and foreign body reaction¿ could not be evaluated. Without the return of the device and based on the nature of the complaint, the exact cause of the reported event could not be determined. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed without receipt of images or cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible. It was reported that the patient was diabetic, which could affect the healing process of the puncture sites. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.

Manufacturer narrative:
The final picture analysis engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, six days after use of a 6f-12f mynx control venous vascular closure device (vcd) patient had a right limb infection and sealant extrusion on follow up appointment. The device was prepared and used per the instructions for use (IFU). There was one access site on the affected limb. A 11f non-cordis sheath was used. There were no other closure devices used on the affected limb. The packaging was opened in a sterile field. Sterile technique was followed. The patient was under local anesthesia during the procedure. The procedure was performed as inpatient by a physician. Time to ambulation post procedure was two hours. The access site was cleaned/maintained post-procedure with sterile gauze. An ultrasound was not performed prior to discharge. An ultrasound was not performed at the follow up. A culture was not performed. Other procedural details were requested but were not provided. The device will be returned for evaluation.